Event description:
Hemodialysis therapy initiated on pt. Staff was checking pt and noted that the therapy has stopped - the blood pump was stationary. Device displayed dialysis therapy selection screen as "program selection: hemodialysis / disinfection." There were no machine alarms. Trend data from device indicates abnormal therapy termination event. Pt lost blood in tubing and dialyzer as it had separated.